Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information alleging a failed test step occurred on a trilogy 100 ventilator. The device was not in use on a patient at the time of the occurrence. During the evaluation of the device at the manufacturer service center it was noted that the trilogy 100 ventilator was returned to the technician for additional evaluation due to failed repair test. Additionally, during the service of the device, the front, base and rear enclosure, porting block, rubber feet and handle were damaged and replaced, and a gap between the enclosure was addressed by replacing the module plate a and b unrelated to the reportable malfunction/issue. A follow up report will be filed when once the evaluation is complete. New information/ evaluation: the trilogy 100 ventilator was returned to the technician for additional evaluation due to a failed active exhalation purge valve closed test step. The device has not yet been repaired. The repair estimate is being sent to the customer for approval. Additional information is required to determine the parts required for replacement/repair. The manufacturer will make attempts to gather that information. A follow up report will be filed when once the evaluation is complete.

Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information alleging a failed test step occurred on a trilogy 100 ventilator. The device was not in use on a patient at the time of the occurrence. During the evaluation of the device at the manufacturer service center it was noted that the trilogy 100 ventilator was returned to the technician for additional evaluation due to failed repair test. Additionally, during the service of the device, the front, base and rear enclosure, porting block, rubber feet and handle were damaged and replaced, and a gap between the enclosure was addressed by replacing the module plate a and b unrelated to the reportable malfunction/issue. Addition information: the trilogy 100 ventilator was returned to the technician for additional evaluation due to a failed active exhalation purge valve closed test step. The device has not yet been repaired. The repair estimate is being sent to the customer for approval. Additional information is required to determine the parts required for replacement/repair. The manufacturer will make attempts to gather that information. A follow up report will be filed when once the evaluation is complete. New information/ evaluation: the trilogy 100 ventilator failed active exhalation purge valve closed test step therefore the proportional aemc valve was replaced to address the issue. The device passed all testing. Box h coding was updated.

Event description:
The manufacturer received information alleging a failed test step occurred on a trilogy 100 ventilator. The device was not in use on a patient at the time of the occurrence. During the evaluation of the device at the manufacturer service center it was noted that the trilogy 100 ventilator was returned to the technician for additional evaluation due to failed repair test. Additionally, during the service of the device, the front, base and rear enclosure, porting block, rubber feet and handle were damaged and replaced, and a gap between the enclosure was addressed by replacing the module plate a and b unrelated to the reportable malfunction/issue. A follow up report will be filed when once the evaluation is complete.